Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high adc device scan result and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer initially self-treated with insulin (dose/type unspecified) and eventually experienced sweating. The customer then obtained a blood glucose reading of 142 mg/dl on a competitor brand meter device compared to higher adc device scan result of 346 mg/dl, and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. The customer then self-treated by drinking cola. There was no report of death or permanent impairment associated with this event.